Event description:
Customer reported the device function keys did not operate properly. No reported patient involvement. Service representative duplicated reporteed condition. Device was reparied and proper operation was confirmed.